Manufacturer narrative:
The reported condition of battery depleted was confirmed but not duplicated. The reported condition is due to depleted main batteries. The main batteries were replaced to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague pump with a battery depleted. The reported condition was identified during bio-med service. There was no documented patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was previously serviced for the reported condition.